Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device evaluation found several technical defects such as the bending section rubber was separated and worn, a crease in the connecting tube, the universal cord is wrinkled, the ultrasonic cord is damaged, the angulations were out of specification and the probe unit had broken sound wires visible. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 7 years since the subject device was manufactured. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user and olympus after reprocessing. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the second hygiene microbiological investigation report. After being reprocessed a second time per the instructions for use (IFU) and sent out for additional testing, the microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The air/water channel, auxiliary channel, balloon channel, and forceps elevator channel were flushed with alkazyme detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, balloon channel, instrument channel port and distal end/areas around the elevator were manually cleaned with alkazyme detergent, 1-clean brush (ref # an1050123), nls/ubrush (ref #21091501), and nova clean brush (ref # 2021070633vcbk). The scope was manually disinfected with alkazyme. The aer used was a wassenburg along with endohigh detergent and endohigh paa disinfectant. The scope was stored in a typhoon. The maintenance of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Four (4) cfus of gram-positive bacteria, micrococcaceae, and filamentous fungi were detected. The results obtained did not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. An additional culture will be conducted. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, a routine microbiological culture was performed on all channels of the ultrasonic gastrovideoscope. The scope tested positive for four (4) colony forming units (cfus) of staphylococcus epidermidis. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. During a procedure, the scope had an image problem, the procedure was completed with another device. No patient harm reported.